Event description:
Patient with history of recurrent syncope with sinus pauses. On (B)(6) 2023, a boston scientific dual chamber pacemaker was implanted. Per infection prevention, patient returned to (B)(6) hospital with pacemaker pocket infection. Possible pacemaker contaminated with mycobacterium abscessus. Right atrial lead: boston scientific model 7840-45, serial number (B)(6) right ventricular lead: boston scientific model 7841-52, serial number (B)(6). Reference report: mw5117505, mw5117507.